Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the ventricular channel. The patient is symptomatic. Noise resulted in ventricular fibrillation which led to the patient receiving multiple inappropriate antitachycardia and shock therapies. The lead was capped and replaced. The patient condition is stable.